Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Reporter stated the buttons on the infusion device do not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button; therefore, none of the buttons react on pressure.